Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of difficulty splitting a microintroducer sheath is confirmed and was determined to be manufacturing related. One 4.5 fr x 7 cm microintroducer sheath was returned for evaluation. An initial visual observation showed use residue on the returned sample and the sheath was observed to be almost entirely split with about 1 cm on one side of the distal end of the sheath not split. The t-handle of the sheath was observed to have an uneven break surface, and a thin ring of the material of the handle was observed one side of the break. A microscopic observation revealed some plastic deformation and whitening of the material at the break site. The skiving on one side of the t-handle appeared to be incomplete or improperly formed, which likely caused difficulties when splitting the introducer sheath. The investigation was forwarded to the end-item manufacturing facility for further evaluation, and bd is working closely with the manufacturing facility to prevent recurrence of the reported event. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported almost not possible to split the microintroducer during insertion of the PICC. There is a thin slit at the end of the introducer that sits together rock hard. No other information was provided.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refp3186 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported almost not possible to split the microintroducer during insertion of the PICC. There is a thin slit at the end of the introducer that sits together rock hard. No other information was provided.